Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this 2.4mm jetstream xc catheter was analyzed for damage, and the device showed shaft damage in the form of a kink located 1cm from the tip. Additionally, there was blood in the device when returned. The device was connected to the jetstream console per the IFU and was functionally tested for any issues or errors. The guidewire was inserted into the gard. The device functioned; however, rotation of the tip was sporadic and labored due to the kinked tip. The wire was removed from the gard and reinserted and the device was again tested and functioned as designed. Inspection of the remainder of the device showed no damage or irregularities. Device analysis determined the condition of the returned device was not consistent with the reported clinical observations.

Event description:
It was reported that the blades were spinning without pressing the activation button. This 2.4mm jetstream xc catheter was selected for use in an endovascular therapy procedure. The 90% stenosed lesion was located in the severely calcified and moderately tortuous superficial femoral artery. After performing the functional check of this device, it was advanced in front of the lesion and the guidewire was inserted into the gard. The blades then began to rotate with blades up and there was aspiration without pressing the activation button. Then a grd2 message was displayed, and the device stopped working when the device was removed from the gard. The use of the device was discontinued. Once outside the body, the wire was inserted into the gard and again the blades rotated with blades up without the activation switch being pressed. The procedure was completed with another of the same device and there was no patient injury.